Manufacturer narrative:
The product has been requested for evaluation however not received. Further investigation is underway.

Event description:
The customer noted sparking during patient contact. The treatment was completed with a second tip. The patient was not injured.

Manufacturer narrative:
The treatment tip was received for evaluation. The tip failed the leak and visual testing. A functional test was not performed. Dielectric breakdown was observed. Membrane damage was visible on the rf trace. Investigation found flame/spark from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. Manufacturing records showed all requirements were met. No harm to the patient was indicated. Photographic evidence confirmed burn-through of the flex circuit membrane during treatment tip evaluation. Solta will continue to monitor complaint data to determine if there are any trends related to this failure mode. In addition, product design changes will be considered to further reduce the probability of a cracked rf trace, implementation of which will be conditional based on successful verification activities.